Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient orders was delayed. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that several indexes were missed which leads to the station lagging /delay. A field service engineer (fse) performed a full sync of the station with a new database in order to re-create the missing indexes. The system functioned as intended after the field service engineer resolved the issue.